Event description:
It was additionally reported that the patient had skin breakdown over the device which required surgical explant. The infection onset was (B)(6) 2014. The symptom that led the hcp to believe the infection and allergy were related were: purulent drainage. The patient developed infections in: 2012, 2013, and 2014 over the ins site and lt and rt lumbar. Allergy rule out was part of complete workup along with infectious disease work up. The patient did not have meningitis. Wound breakdown was also reported. The culture was taken at the wound. Type of organisms cultured were: staph aureus and coagulase+. The patient was treated with clindamycin for 14 days. The infection resolved and allergy work-up was pending.

Manufacturer narrative:
Product ID 3888-33, lot# v546812, implanted: 2012 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3888-33, lot# v546812, implanted: 2012 (B)(6); product type lead product ID 37714, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID neu_ptm_prog, lot# v546812, serial# unknown, implanted: 2012 (B)(6); product type programmer, patient product ID 3888-33, lot# v194790, implanted: 2012 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3888-33, lot# v638051, implanted: 2012 (B)(6); product type lead product ID 3888-33, lot# v546812, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a number of infections that the healthcare provider (hcp) treated. The hcp thought the patient may have built up an allergy to the materials and requested a list of the materials used for the product. The infection occurred at the device pocket and the type of infection was unknown. It was unknown whether a culture was taken or if antibiotic treatment was necessary. Patient status at the time of the report was alive-no injury.